Event description:
It was reported the patient failed to charge the ipg as recommended. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Awareness date was unintendedly incorrect in the initial report. This report contains correct information.